Event description:
The mtx instrument ran a pt test. The result on the mtx screen showed "no clot". The code which corresponds to "no clot" for the mtx is 01. This was transmitted across the lis in the lab as 0.00 seconds and the lab tech reported the protime/inr as >6. The pt was in the hospital before the test in critical condition. The pt was transferred to critical care at another hospital after the result was given. The new hospital reran the test and got no clot result. The pt died.